Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on may 31, a novasure procedure was performed and during the procedure the doctor was attempting to measure the uterine cavity using the suresound). Upon doing so, the doctor noted the cervical length showing on the device was 8.5cm. The doctor did find that odd so chose to use the uterine sound to confirm and stopped at 10cm (even without feeling any resistance on the fundus). The doctor stopped forward pressure on the sound. The doctor was concerned about a perforation possibly using the suresound, therefore, performed a hysteroscopy using fluent, inserted the omni 5.5mm hysteroscope, and began with the hysteroscopy. The doctor noted a very quick deficit appeared in the system, and the perforation was confirmed and the procedure was aborted. No additional information available.

Manufacturer narrative:
Additional information from the customer: the patient is doing ok. Although a bit of concern on june 4. The patient reported nausea/cramps and a high fever. Fortunately, the patient works for g.I doctors and they evaluated her and concluded no bowel injury. The doctor checked on her the following day and she said she was fine.